Event description:
A vitros eci operator called ocd to report error codes but was unwilling to provide specific info regarding the codes. As a result of error codes being posted, an ocd service engineer was dispatched to the site to investigate. During the subsequent visit for equipment maintenance, the ocd field engineer observed loose mounting screws on the incubator shuttle. Under these conditions, misalignment of the shuttle and luminometer may occur leading to erroneous results which may lead to inappropriate physician action. No pt results were reported and there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event by evaluation of datalogger info, determined that negatively biased quality control results were obtained from vitros ahbs, ahcv, ahav, and ahbc reagents during the time that error codes were occurring. The negative shift in results is consistent with the field engineers discovery of a loose incubator shuttle assembly. Add'l datalogger evaluation determined that false negative hbsag results were obtained from reactive hbsag quality controls. This was also consistent with the field engineers discovery of a loose incubator shuttle assembly. No pt sample results were affected during this event. There was no allegation of harm. After repairs all quality controls results were reporting as expected. An ocd field engineer performed maintenance on the incubator shuttle returning the instrument to expected operation. The root cause of this event was equipment related, caused by a loose incubator well shuttle.